Event description:
A customer observed negatively biased quality control results using vitro's valp reagent on a vitro's 5, 1 fs chemistry analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were not reported while quality control was unacceptable. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitro's 5, 1 malfunctioned. The investigation was unable to determine a root cause, however, reagent pack handling cannot be ruled out as the customer was not handling valp reagent packs in a consistent manner. The customer has observed stable valp performance since implementing the manufacturer's recommendations for reagent pack handling.